Event description:
During an incident in 2003 involving patient in cardiac arrest, the unit died with the first battery and after 2 shocks with the second battery, the unit died during the 3rd stage. CPR was performed and another crew had arrived and assumed patient care. The patient was transported to a hospital was pronounced by ER staff. A reporter said patient care was never affected. A friend at the scene said he was helping the patient move. The patient had a history of blood clots.